Event description:
While placing power glide nurse noted that the guide wire did not appear intact after an unsuccessful attempt at placement. Palpated raised area at site, area circled special procedure cath lab notified.